Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted 12v power supply on the computer/analog pca near the j1 battery connector. In addition, components j1, j502, j101, and lcd200 on the monitor pca and the jtag board were contaminated. Lastly, component f600 on the board pca was open. The cause of the inability to power on is the shorted power supply, the contaminated components on the monitor pca and contaminated jtag board, and the open f600 component on the pca. The root cause of the shorted power supply and open component cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power on.